Event description:
Healthcare professional (hcp) reports a pin hole leak in the blood pump segment of tubing noted during pt hemodialysis treatment using a baxter 1550 device. The pt treatment was discontinued at the time the leak was noted. The hcp reports estimated blood loss of 200cc's. The pt was placed on prophylactic antibiotics. Hcp reports no pt injury at time of report (12/09/97).